Event description:
It was reported that the burr detached from the device. The 20mm x 2.0mm in diameter, 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.25mm rotalink burr was selected for use. During the procedure, after performing for about 10 runs, it was found that the burr was detached from the device. They tried to remove the burr, but it could not be withdrawn. Eventually, the entire rotational ablation system was withdrawn together. The procedure was completed with another of same device. There were no complications reported and the patient is stable post procedure.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter phone:(B)(6).